Event description:
It was reported that the procedure was to treat a lesion in the left main. The 3.25 x 12 mm voyager nc balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The voyager nc was advanced, but the balloon would only partially inflate. A new 3.25 x 12 mm voyager nc balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.